Event description:
Cartridge alarm 30 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The technical support team arranged to replace the pump, and the caller will use multiple daily injections (mdi) as a backup to ensure uninterrupted insulin delivery. The customer was informed about the new pump's software update, instructed on storage mode procedures, and notified of the requirement to return the problematic pump within ten days to avoid charges. Additionally, the customer was advised to program their settings and connect their continuous glucose monitor (cgm) to the replacement pump, with the instructions understood and acknowledged.